Event description:
Omega table movement when the health care provider reaches across the table during patient transfer. No injuries were reported. The concern is for possible serious injury should the patient fall during transfer.